Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient experienced being out of focus and was experiencing other unspecified hyperglycemic symptoms. The cgm reading was 200 mg/dl, but no fingerstick was taken at that moment. An ambulance was called and the patient was brought to the hospital. A fingerstick was taken at the hospital but no specific cgm nor blood glucose reading was reported. The patient was treated with intravenous fluids. The patient was discharged after 3 days. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.